Event description:
Event description boston scientific received information that two days after the original implant procedure this ventricular lead required a revision due to dislodgement, twice. The lead was removed and replaced with an active fixation lead. There were no adverse patient effects.